Event description:
It was reported that the pcu and pump module were "faulty" and was brought to the facility's biomed. Upon inspection, it was found that the (iui) connectors were corroded. When asked to provide the type of cleaner/cleaning solution used on iui connectors of the devices, the customer stated that "clinical staff will not use any particular cleaning methods for the iuis." There was patient involvement and no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Investigation summary: the report that the pcu and pump module had corrosion was confirmed. The age of the damaged iui connectors were approximately 10 years old. A functional testing was performed on the returned devices. The last infusions programmed on each device were identified and programmed the devices with each rate and left the infusions running for 24 hours. No errors or anomalies were noted during and after the infusions completed. The best practices for cleaning bd alaris system devices tip sheet provide instructions for cleaning of the case and iui¿s and drying and inspection for the bd alaris system devices. Be sure to wring out the cloth to squeeze out excess liquid. Use a dedicated soft-bristle brush to clean the case and narrow or hard-to-reach areas. Apply 70% isopropyl alcohol (ipa) directly to the dedicated iui cleaning brush. Do not dip the brush into the ipa to prevent cross-contamination. Clean both iui¿s with the dedicated iui cleaning brush up and down. Do not brush them side to side as this can damage the pins. Never allow any cleaner other than 70% ipa to contact the iui connectors. The cleaning product guidelines provides a list of recommended cleaning products safe for alaris system devices cleaning and a list of chemicals that can damage the surfaces of the instruments. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported iui corrosion on pcu and pump module is attributed to use error in the cleaning practices being performed by the facility. Note that imdrf annex a1801, a0401, a0404, a09, a0509, c0601, c07, c02, d15, g02017, g02034, g04037, g0405206 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pcu and pump module were "faulty" and was brought to the facility's biomed. Upon inspection, it was found that the (iui) connectors were corroded. When asked to provide the type of cleaner/cleaning solution used on iui connectors of the devices, the customer stated that "clinical staff will not use any particular cleaning methods for the iuis." There was patient involvement and no harm.

Manufacturer narrative:
Correction: returned to manufacturer on additional information: imdrf annex a, c, d, g codes.

Event description:
It was reported that the pcu and pump module were "faulty" and was brought to the facility's biomed. Upon inspection, it was found that the (iui) connectors were corroded. When asked to provide the type of cleaner/cleaning solution used on iui connectors of the devices, the customer stated that "clinical staff will not use any particular cleaning methods for the iuis." There was patient involvement and no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.